Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due fall and possible medial femur injury leading to loosening of femoral component at cement to implant interface and loosening of the tibial component at cement to bone interface. Depuy cement was used. The patient had fallen at some point post total knee replacement, and landed on his knee. There was no injury diagnosed or reported at the time. Doi: (B)(6) 2019. Dor: (B)(6) 2021; right knee.